Manufacturer narrative:
(B)(4). Analysis of the pump revealed a motor/gear train anomaly/corrosion and/or wear and/or lack of lubrication.

Event description:
The device was returned due to eol (end of life). No further information was provided.